Event description:
It was reported there was an underdose and withdrawal. The symptoms reported of twitching and itching started on (B)(6) 2013, but the health care provider (hcp) was not informed until (B)(6) 2013. It was noted the patient tried to take oral baclofen but that did not help, so the patient stopped. It was noted the patient was in the ER and they planned to do a dye study. It was noted an x-ray was performed to visualize the connections, but it was inconclusive. The following day, the dye study was performed. It was noted the hcp saw ¿cancel bolus or continue bolus¿ when trying to program the final bolus to fill the catheter. The pump was used to deliver compounded 2000 mcg/ml baclofen at 393.1 mcg/day and 1.5 mg/ml morphine at .295 mg/day. A healthcare provider (hcp) later reported that the pump and catheter were explanted and replaced on (B)(6) 2013. The patient¿s baclofen intrathecal treatment was ongoing. The patient had extreme spasms and pain. The patient was admitted to the ER for an x-ray. An intrathecal dye study was performed on (B)(6) 2013 and it was very hard to get cerebrospinal fluid (csf). The patient was doing very well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11516r35, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4).